Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 28x3.5mm, eccentric and the de novo target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. The lesion contained between a 45 and 95 degree bend. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the proximal shaft of the stent was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier mr, ous, 3.5x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Struts were bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at 510mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 28x3.5mm, eccentric and the de novo target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. The lesion contained between a 45 and 95 degree bend. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the proximal shaft of the stent was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.